Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge. The recover download and functional test was unable to be preformed. Case opened to inspect and troubleshooting: battery voltage measured= 1.5v defective battery ic chip was damaged/ cracked. A photo attached. The complaint was confirmed for receiver ceases to function because defective receiver battery ic chip was cracked. The reported event that the receiver ceased to function was confirmed. The root cause of receiver ceases to function because defective receiver battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.